Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to replace the implant.